Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/19/15-pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:9/17/2015.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim and medical records received. Legal claim alleges pain, discomfort, stiffness, increased metal ions, and trochanter bursitis. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for a failed hip system. During this revision the cup was revised, but there was no mention of loosening or malpositioning. Metal staining was found throughout the joint at the head/trunnion junction. Lab results from (B)(6) 2013 indicated metal ion levels were below 7ppb.